Manufacturer narrative:
Other, additional manufacturing narrative (if other): the returned device was evaluated. External inspection revealed a damaged ac connector. During testing an unexpected reboot or power off/on occurred during testing. Internal inspection reveals a damaged ac connector creating intermittent connection to the ac power supply.

Event description:
The customer reported the leds for siq and pi intermittently disappear/turn off, as well as the values for spo2 and heart rate. No patient impact or consequences reported.